Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery due to infection around the reservoir and in the scrotum. In addition, it was noted that the reservoir tubing was visible in abdominal crease protruding through the skin. The physician does not believe the device cause or contribute to the infection as the patient has multiple organic comorbidities. All components were removed and replaced. There were no additional patient complications reported.